Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 5 mg/ml at 0.2408 mg/day in simple continuous via an implanted pump for an unknown indication for use. It was reported the patient had a bad fall and needed a system replacement on the date of this report. It was further reported the doctor placed a new catheter and pump on (B)(6) 2024 because the patient had a bad fall in (B)(6) 2024 that was believed to have moved or damaged the original catheter. No further information was known on this. The pump was also replaced today because the hcp wanted the patient to have a 40cc pump instead of the previous 20cc pump to have longer between refills. There were no issues with the explanted 20cc pump, just medical judgement to increase size during procedure. The catheter was partial explanted, and the hcp left the spinal segment in the patient and tied off that catheter. It was noted the return status was "no return-customer discarded." The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked/unknown and would not be made available.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.